Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device remains in the patient and was not returned for evaluation. The cause of the event could not be determined from the information available and without device evaluation.

Event description:
It was reported that the patient underwent an achilles debridement and removal of haglunds deformity with a gastric lengthening procedure and there were no issues implanting the achilles speedbridge and amnion. The patient did well post-operatively until 6/4/2018 (4 weeks post-op) when they returned to the clinic with an open wound around the achilles insertion. The surgeon noted that it didn¿t look infected and had it cultured to find out. He notified the rep after the patient¿s appointment and was wondering if there might be an issue with the amnion and/or achilles speedbridge. He requested that they take a further look into it. Surgeon thinks it may be a hematoma that caused the issue but the patient has had no pain until now. The patient is currently going to a wound clinic for a wound vac. Patient has been on aspirin for dvt. The surgeon doesn¿t believe the amnion is the problem and the patient looked good until coming into his clinic on (B)(6) 2018. Patient also had a similar issue with a previous achilles surgery on her right leg. No amnion was used on the right leg when it was done.